Manufacturer narrative:
Of the 5 allegations of a malfunction, pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there were 29 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe>5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-65 years of age and between 175 and 212 pounds. Of the reported patients, 2 were male, 3 were female.

Manufacturer narrative:
In quarter 2 of 2019, there was 1 instance of battery cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.